Event description:
It was reported that the physician noticed his patient experienced an ipsilateral parenchymal hemorrhage since using the reflex catheter and thinks that it could be caused by its interaction with the marksman catheter.same event as MDR# 2029214-2012-00612.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was not returned for evaluation.(B)(4)